Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The CAPA investigation was initiated on (B)(4) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) was unable to establish communication with the ipg using multiple external devices. The issue was confirmed by the sjm representative. Surgical intervention is planned as the next course of action.